Event description:
It was reported that, during a tonsillectomy/adenoidectomy using a evac coblation wand connected to a coblator controller, the wand conducted through an allis clamp burnt the lip of the patient. It was a second degree burn with shallow ulceration at site which was treated with antibiotic ointment and it is now completely healed up. The procedure was completed with a non-significant delay by changing the surgical technique to electrocautery with suction instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. The visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was returned with the labeling of packaging but not box. No arc/burn damage is noticed on any part of the wand. This wand was marked as "1st" from both wands returned. The opened device was tested and plugged into the controller and registered settings (7,3). Which is expected. The wand produced plasma as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.